Event description:
The filter housing cracked while being attached to the introducer. The entire system was removed and replaced with a competitor's system. The procedure was completed without further delay or complications.

Manufacturer narrative:
The filter housing cracked when attached to the introducer. T-adapter separated between polycarbonate slip fit and vinyl borst adapter. Review found that the lot number for the luer lock ring was 47404-2. Lot number for the cap was 47406-2. The only deviations from standard assembly procedures was that a white haze appeared on the storage tubes after standing overnight on the flow bench. Parts were reworked by polishing the exterior with a lint-free wipe. This deviation is not considered to be a contributing cause of this complaint. Multi-material, multi-component t-adapter was replaced by single component y-adapter per 510k # k950489, instituted in 1995.